Event description:
On (B)(6) 2020, the lay-user/patient¿s spouse contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio2 meter read inaccurately high compared to another meter (member¿s mart device). The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2020 at 6:56 pm. The reporter claimed the patient obtained a blood glucose reading of ¿163 mg/dl¿ with the subject meter then ¿68 mg/dl¿ on the other device, performed within 30 minutes of each other. The patient is on insulin pump therapy. The reporter claimed that in response to the ¿163 mg/dl¿ reading, the patient took his usual dose of humalog insulin then developed symptoms of feeling ¿sweaty, weak and nostalgic.¿ the reporter claimed she gave the patient food and sugar as treatment for the symptoms. The reporter claimed the reading of ¿68 mg/dl¿ on the other device was obtained prior to treatment. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution to perform a quality control test. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject meter.